Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The customer indicated that this event was reported to someone other than (B)(4). The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre for 8 days, with symptoms of itching, redness and weeping. The customer further noted that the symptoms had been occurring for "at least 2 months". The customer had contact with a doctor on an unspecified date in (B)(6) 2018 who prescribed topical diprosone (betamethasone- a corticosteroid) and topical hexamidine (an antiseptic) for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned sensor. No observations. Sensor was returned with adhesive fully attached. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which this complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No product deficiency or malfunction was identified.

Event description:
Customer reported experiencing an adverse skin reaction after wearing the adc freestyle libre for 8 days, with symptoms of itching, redness and weeping. The customer further noted that the symptoms had been occurring for "at least 2 months". The customer had contact with a doctor on an unspecified date in (B)(6) 2018 who prescribed topical diprosone (betamethasone- a corticosteroid) and topcial hexamidine (an antiseptic) for treatment. There was no report of death or permanent injury associated with this event.